Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm (alarm 0) occurred. Customer reset pump and cleared the alarm. There was no reported impact to customer's blood glucose.